Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant, the set screw of the pacemaker was unable to fix the lead in the header port. The device was removed and replaced with a different pacemaker during the same procedure. The patient was in stable condition.

Manufacturer narrative:
The customer complaint of connection problem was confirmed. Analysis found the setscrew inset was filled with stripped setscrew material due to incorrect wrench insertion which prevented full engagement of torque wrench into the setscrew inset. This is consistent with user error. Further electrical tests were performed, and no anomalies were noted. Longevity assessment was performed, and device had appropriate remaining longevity.